Event description:
On (B)(6) 2012 it was reported that the patient's infusion device was making an abnormal sound while attempting to deliver a bolus. The patient experienced unexpected high blood glucose levels as high as 30 mmol/l (540 mg/dl). The issue began half a year ago. The patient switched to a new infusion device using the same basal rates and the blood glucose levels returned to normal. The patient felt that there was a relation between the abnormal sound and the high blood glucose levels. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.